Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that the transformer housing developed a breach on the bottom where the cord exits when she pulled it from the wall outlet. She did not witness any smoke, fire or sparking and no injuries were sustained as a result of the issue. She also indicated that she returned the product. However, as of the date of this report, the product has not been received. Though the product has not been evaluated, this type of failure is typically associated with dropping the unit onto a hard surface or other type of sever impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she pulled her breast pump plug out of the wall and the housing fell apart.